Event description:
It was reported that balloon rupture occurred. Patient was presented with an innominate vein stenosis. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During first inflation at 6 atmospheres, the balloon ruptured. The device was successfully removed intact from the patient and the procedure was completed with another of the same device. No patient complications were reported.